Event description:
The patient received her scs system on (B)(6) 2011. The had a stroke on her left side before she was implanted. The scs system was implanted for left leg pain. She is receiving adequate stimulation in her left leg. The patient is also experiencing swelling in her left leg. Patient is planning to meet with a doctor. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.